Event description:
Information was received indicating that a smiths medical pump failed volumetric accuracy testing. There was no reported adverse events.

Manufacturer narrative:
Information was received on 06/15/2020 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 07/01/2020. Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customers concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, service recommended the expulsor to be replaced as preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.